Event description:
The customer contacted heartsine to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, heartsine observed a failure of the device's pogo pins. This can cause the device to experience power issues and defibrillation therapy may be delayed or unavailable, if needed.

Manufacturer narrative:
Heartsine evaluated the customer's device and verified the reported issue. The cause of the reported issue was isolated to the failed pogo pin. The device was scrapped by heartsine and the customer received a replacement device.